Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly. The customer's blood glucose reading was 180 mg/dl at the time of incident. Customer was unable to troubleshoot. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. However, the device alarmed pump error 130 found in the long trace history. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.